Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined the cause for the reported issue was due to diode, designator cr30, becoming electrically shorted. This caused the device to deliver abnormal energy and log event codes in the device's memory.

Event description:
The customer contacted physio-control to report that while performing annual preventative maintenance on their device, the service indicator illuminated and the device logged multiple event codes in the device's memory. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device delivered "abnormal energy" when attempting to deliver 15 joules and greater. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.